Manufacturer narrative:
Product analysis : epg was scrapped due to failure of printed circuit board. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) experienced an unknown failure. The epg was returned for scrap. No patient complications have been reported as a result of this event.